Manufacturer narrative:
(B)(4). A supplemental MDR will be filed upon completion of the device evaluation.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was diagnosed with peritonitis as a result of a breach in the aseptic technique. An effluent culture test was performed and was positive. The patient had to have the catheter replaced and was transitioned to hemodialysis. The patient was not hospitalized for this event and was treated with vancomycin. The infection has cleared and the patient is expected to transition back to pd.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.